Event description:
The surgeon could not fire the instrument once it had closed on the bowel. The instrument was locked out. This happened (3) times with the same result. Finally, the fourth (4th) instrument was opened and worked. There was no pt consequence.